Event description:
It was reported that when using the bd pyxis¿ es server patient was not showing.however, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of this incident, it was determined that the patient was not showing in the pyxis system. A technical support specialist (tss) coordinated with the pharmacy and confirmed that the medication orders were processing successfully. The tss verified that the patient details became visible at the station and confirmed resolution with the customer. The customer validated that the issue was resolved and provided approval to close the case. The system functioned as intended after technical support specialist investigated the issue.